Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during aic maintenance a controller error was displayed. Troubleshooting did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: on the complaint date, april 14, 2025, during the service, the console displayed ¿controller error (defective optical sensor lamp) ¿ alarm¿ 1039. This confirms the reported failure mode. The log recorded abnormal optical parameters, particularly the light: 0.46v and the snr: 0.7. After a manual console reboot, event 1039 persisted. Note: the pump (sn: (B)(6)) was the last commercial pump used with ic5762 from (B)(6) 2025, to (B)(6) 2025, and it did not have a controller error. Later, the console was turned on and off without pump usage on (B)(6) 2025, and it also did not display a controller error. Device analysis: this console was tested after arriving at the engineering lab and consistently reproduced the ¿controller error.¿ there was no analog output from the optical bench, both with and without the optical test cavity connected. The 5s parameters were abnormal with the optical test cavity. Root cause: given that the persistent controller error occurred during the service due to a broken optical bench fiber, and there was no controller error at the client site, the root cause of the controller error was most likely technician error.